Event description:
It was reported that during a procedure on maxilla/mandible bones that the blade broke. It was further reported that the blade stuck in the pt's bone, but was removed with a forceps. It was reported that the procedure was completed successfully with another device.

Manufacturer narrative:
Blade not returned for evaluation. Work order documentation reviewed and all specifications were met.